Event description:
The customer reported that the audio alarms and heart sounds are intermittent.

Manufacturer narrative:
(B)(4): the customer reported that the audio alarms and heart sounds are intermittent. No patient was harmed as a result of this issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.